Manufacturer narrative:
(B)(4). No sample was returned by the customer for evaluation. However, a picture was provided for further evaluation. Visual examination of the picture submitted by the customer does not depict the actual defect of catheter damage. Further evaluation of the complaint is not possible without a sample and/or lot number. Instructions for use (IFU) contains instructions on how to prevent knotting or kinking and measures to take if assistance is required. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports that the fx catheter lodged inside patient and unable to be removed. Medical intervention was later required to remove the catheter. Nature of medical intervention is unknown.